Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on 26/jan/2016, 18/apr/2016 and 25/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, cyst or lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture, capsular contracture baker grade, device different shape and migrating towards the arm, cyst or lump¿.

Event description:
Patient reported left side implant "is a different shape and migrating towards the arm", rupture, and a "cyst or lump" underneath the left breast." Additional report of left side, "softer than normal", and capsular contracture baker grade IV. Device remains implanted.